Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a piece of teflon pad broken off and missing from its original position. The teflon pad is torn at the distal end of the pad. The missing piece is approximately ".2810 x .0730". The complaint was confirmed by failure analysis. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause of the teflon pad damage and the detached fragment is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument protective covering came out. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of ordinary. The protective coating was completely detached from the instrument. The instrument did not collide with any other instrument or tool during the procedure. There was fragment fall inside of the patient¿s anatomy and retrieved during the same procedure. There was no injury to patient. Patient demographics were not shared.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: correction to the following: updated product information: the product information has been revised from 480275-08 l80240222-0075 to 480275-08 l80240222-0084. Follow-up details indicated that a fragment fell inside the patient during the procedure but was successfully retrieved. Annex f has been updated to reflect the retrieval of the fragment.